Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated at dublin baxter compounding facility. Visual inspection found white particulate matter floating in the bladder. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.